Event description:
Tt was reported patient faced infusion set patch did not stick to skin upon insertion event on (B)(6) 2026.

Manufacturer narrative:
Initial 5 of 7.e1:name: (B)(6).country: united kingdom. Street: (B)(6).city: (B)(6).state: (B)(6).zip code: (B)(6).based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545.manufacturing site:3003442380.